Event description:
Follow up information confirmed the physician explanted the scs system on (B)(6) 2020.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-02867. It was reported the patient was unable to place the device in MRI mode. Diagnostics revealed high impedances, and troubleshooting was unable to resolve the issue. Further information revealed the patient had suffered multiple falls. The patient did still have effective stimulation. To address the issue, the physician planned to explant the scs system on (B)(6) 2020. Further information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.